Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also stated that the insulin pump had scratches on it. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.